Manufacturer narrative:
The css asked the rn to fax any of the alarm strips that they had. The rn has one and will fax that to the css. As the css reviewed the alarm strips, there is a slight dip to the baseline as it is returning to the baseline after deflation. It appeared to be slow in returning to baseline. The pt was in a sinus rhythm with a heart rate of 92 bpm. They are using the transducer arterial pressure waveform and the timing appeared to be appropriate with the pump in autopilot. This alarm may be due to a slight kink to the catheter. The pt was stable post removal of the iab. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay of interruption in therapy noted. Add'l received on april 17, 2013 per the css from the discussion with the customer about this event, the css would say that there was no problem with either of the pumps. It would be highly unlikely to have the same issue occur on two pumps. The css did not recommend that they have the pumps checked by biomed. The pt was stable enough to have the iab removed. The physician did not feel there was a need to try and insert a second pump at this time. The rn is the clinical manager and confirmed the physician's eval that the pt was stable. They did not say if there was any kink noted on the iab upon removal. Now that the iab is removed, the css doubts they would be able to observe a kink.

Event description:
It was reported via a call from the rn clinical manager of the intensive care unit to the clinical support specialist (css) at 6:47 am mdt (8:47 am eastern) that they had frequent alarms on the intra-aortic balloon pump (iabp), sn (B)(4). They had changed the pump and had the same alarms on the second pump. The intra-aortic balloon (iab) was placed at approx midnight on (B)(6) 2013 via the right femoral artery with no issues. When the css spoke with the rn, the rn stated that they had "low helium" alarms on one pump and the staff had noted that the helium indicator on the screen had dropped to half. The staff had changed out the helium tank and still had helium alarms. They changed to a second pump and they continued to have helium alarms. The css asked the rn to check the helium tanks on both pumps on the make sure that the tanks were open and they were. The css had the rn check the helium psi on both pumps, sn (B)(4) psi 214, sn (B)(4) psi 292. The css then asked the rn if the alarms were "low helium tank" or "possible helium loss." The rn stated that the message on the pump read to check connections, look for blood in tubing and kinked iab. The css explained to the rn that the low helium tank alarm was tank side alarm, but the possible helium loss alarm was pt side. The css asked the rn about the pt. The physician inserted a 40 cc iab via right femoral artery. The physician did not have difficulty with the insertion and there was no report of tortuous anatomy. The physician stated that the alarms began about a half hour after the insertion was done in the cath lab. The alarm stopped and the pt was taken to the unit. The alarms began again about an hour after being in the unit. The alarms were coming approx every 1 - 4 minutes. The pt was sedated and only moving occasionally. The staff checked for blood in the tubing and there was none, the connections were tight. The staff changed the helium tank out on the first pump thinking that was the reason for the alarms and they continued to have the alarms. They then changed the pump out for the second pump and they had the same alarms on the second pump. This morning, the physician made the decision to remove the iab. The rn placed the call to the hotline after the iab was removed. The rn stated that there was no difficulty removing the iab and the rn still had the iab. The css explained that since they were having the same alarms "possible helium loss" on both pumps and they were occurring so frequently, the css suspected that this was reloaded to a small hole in the iab. This may have occurred right at insertion. The iab may have come into contact with some plaque on insertion. The hole also may have occurred after the insertion if the iab was up against calcified plaque. The css asked the rn to save the iab and we could make arrangements to have it sent in for eval.

Manufacturer narrative:
Manufacturer control no (B)(4). Device evaluation: the iab was not returned. A comprehensive evaluation could not be conducted. The recorder strips were reviewed by teleflex clinical. The recorder strips confirm a helium loss 2 alarm which is caused when the system requests a third refill within two minutes of the last refill. The bpw (balloon pressure waveform) baseline does drop below zero indicating a potential leak. The bpw returning to baseline does not look slow which could indicate a potential kink. The cause of the helium loss alarms cannot be determined without a sample. A device history record review was conducted for the lot number/serial number with no relevant finding. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "they had frequent alarms on the pump" is confirmed based on the possible helium loss 2 alarm documented on the returned recorder strips. The iab was not returned for evaluation. The potential cause of this issue could not be determined without a sample.

Event description:
It was reported via a call from the rn clinical manager of the intensive care unit to the clinical support specialist (css) at 6 47 am mdt (8 47 am eastern) that they had frequent alarms on the intra-aortic balloon pump (iabp), s/n (B)(6). They had changed the pump and had the same alarms on the second pump. The intra-aortic balloon (lab) was placed at approximately midnight on (B)(6) 2013 via the right femoral artery with no issues. When the css spoke with the rn, the rn stated that they had "low helium" alarms on one pump and the staff had noted that the helium indicator on the screen had dropped to half. The staff had changed out the helium tank and still had helium alarms. They changed to a second pump and they continued to have helium alarms. The css asked the rn to check the helium tanks on both pumps to make sure that the tanks were open and they were. The css had the rn check the helium psi on both pumps, sn (B)(6) psi 214, sn (B)(6) psi 292. The css then asked the rn if the alarms were "low helium tank" or "possible helium loss". The rn stated that the message on the pump read to check connections, look for blood in tubing and kinked iab the css explained to the rn that the low helium tank alarm was tank side alarm, but the possible helium loss alarm was patient side the css asked the rn about the patient the physician inserted a 40 cc iab via right femoral artery. The physician did not have difficulty with the insertion and there was no report of tortuous anatomy. The physician stated that the alarms began about a half hour after the insertion was done in the cath lab the alarm stopped and the patient was taken to the unit. The alarms began again about an hour after being in the unit. The alarms were coming approximately every 1- 4 minutes. The patient was sedated and only moving occasionally. The staff checked for blood in the tubing and there was none, the connections were tight. The staff changed the helium tank out on the first pump thinking that was the reason for the alarms and they continued to have the alarms. They then changed the pump out for the second pump and they had the same alarms on the second pump. This morning, the physician made the decision to remove the iab. The rn placed the call to the hotline after the iab was removed. The rn stated that there was no difficulty removing the iab and the rn still had the iab. The css explained that since they were having the same alarms "possible helium loss" on both pumps and they were occurring so frequently, the css suspected that this was related to a small hole in the iab. This may have occurred right at insertion. The iab may have come into contact with some plaque on insertion. The hole also may have occurred after the insertion if the ab was up against calcified plaque. The css asked the rn to save the iab and we would make arrangements to have it sent in for evaluation. The css asked the rn to fax any of the alarm strips that they had. The rn has one and will fax that to the css. As the css reviewed the alarm strip there is a slight dip to the baseline as it is returning to the baseline after deflation. It appeared to be slow in returning to baseline. The patient was in a sinus rhythm with a heart rate of 92 bpm. They are using the transducer arterial pressure waveform and the timing appeared to be appropriate with the pump in autopilot. This alarm may be due to a slight kink to the catheter. The patient was stable post removal of the iab. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. Additional information received on 17apr2013 per the css from the discussion with the customer about this event, the css would say that there was no problem with either of the pumps. It would be highly unlikely to have the same issue occur on two pumps. The css did not recommend that they have the pumps checked by biomed. The patient was stable enough to have the iab removed. The physician did not feel there was a need to try and insert a second pump at this time. The rn is the clinical manager and confirmed the physicians' evaluation that the patient was stable. They did not say if there was any kink noted on the iab upon removal. Now that the iab is removed, the css doubts they would be able to observe a kink.